Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 16. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No furtherpatient complications were reported.